Manufacturer narrative:
G4: 28aug2020, b4: 28aug2020. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp determined that the turbine (fan) was at fault. A quote was provided to the customer for replacement of the part. Good faith effort was made, and the asp responded on (B)(6) 2020 that the hospital was moving and has decided not to repair this device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported to philips that the device's blower temperature was too high. The device was reported as being in clinical use at the time of the event, however, there was no report of patient or user harm. A good faith effort was made on (B)(6) 2020 and it was determined that this error was found when testing. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp determined that the turbine (fan) was at fault. A quote was provided to the customer for replacement of the part.